Manufacturer narrative:
(B)(4). Date sent: 6/18/2024. D4: batch # x9455d. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed nine(9) scissored clips. Upon evaluation of the jaws were found to be misaligned. The event reported was confirmed and it is related to improper use of the device, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Avoid firing the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to release the clip prematurely. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024. D4: batch # x9455d. Additional information was requested and the following was obtained: "·the event occurred during a laparoscopic cholecystectomy, it was used to ligate blood vessels. ·no bleeding or tissue damage due to the clips. ·the patient is stable after the operation." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unknown surgery, the clip scissored. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.